Event description:
It was reported that during a ptca procedure the physician felt the marker bands on the 9mm balloon were not accurately placed. A perforation was noted and the pt was sent to surgery. The pt status is listed as "okay."